Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited loss of sensing. The physician elected to no longer use and replace the lead. The patient was in stable condition during and post surgery. No additional information was reported.